Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of mid 400 mg/dl which was addressed with a bolus and injection. The customer reported that the cause of the high bg level was unknown. The customer changed out the supplies. Additionally, the customer reported experienced a low blood glucose level of 41 mg/dl. The customer stated that had delivered a bolus earlier in the day and their healthcare provider requested to deliver a manual injection to also correct for the high bg. The customer stated that the manual injection caused the bg to run low. The customer treated the low bg level with energy bars and mints. Tandem technical support instructed the customer to consult with their healthcare provider regarding high and low blood glucose factors.